Manufacturer narrative:
A philips field service support technician (fsst) spoke with the biomed who stated the event occurred on (B)(6) 2021 between 18:30 and 19:00 hours. The fsst remotely accessed the customer¿s system and reviewed the clinical audit log. The fsst noted that there were multiple spo2 alarms and spo2 inop alarms between 18:15 and 19:20 hours, but did not see the alarms turned off or adjusted at any time. The fsst further explained that the spo2 alarms were showing with sound under ¿action type¿ in the clinical audit log. Additionally, the fsst noted a logged inop at 18:34:11 hours alerting that the spo2 pulse was not being seen or acknowledged. The fsst also advised that there were a few acknowledgements/silences that are mostly seen at the bedside monitor. Starting at 18:51 through 19:00 hours, there were multiple inop alarms regarding the measuring of the spo2, with an acknowledgement at 19:01 hours. The pic ix did not malfunction. The customer¿s problem was found to be due to silencing/acknowledging the spo2 alarms. The fsst further worked with the biomed on configuration changes to alarm behavior.

Event description:
The customer biomedical engineer requested assistance in determining if the spo2 alarm was on/off and if it alarmed while monitoring the patient at their philips information center ix (pic ix). The patient required resuscitation and was successfully revived.